Manufacturer narrative:
It has been confirmed by carefusion/bd that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported: ¿after a successful intubation, I could not remove the mask from the bag valve mask (bvm). I handed the bvm to a co-worker whom also struggled to remove the mask from the bvm. I went to grab another bvm but he was then able to free the mask from the bvm¿. The customer did not provide any information regarding patient consequence as a result of the reported issue, it is currently unknown.

Manufacturer narrative:
Additional information: unfortunately the device sample was not available for further investigation. At this time the unable to disconnect failure mode cannot be confirmed. However based on similar complaints as a probable root cause it is considered that the current mirror finish surface on the elbow makes the mask very difficult to remove. The new textured surface finish on the elbow allows the mask to be easily removed as indented. A corrective and preventative action has also been opened to further investigate into this known failure mode.